Event description:
Customer reported false negative protein result on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens field service engineer (fse) had inspected the instrument and found out that bubble detector failed and system was processing samples without rinse solution. A siemens fse replaced the bubble detector. Instrument is operational.